Event description:
Patient went to the ER complaining of a strange sensation on his left side. A CT scan showed the lead had perforated the rv apex. The patient underwent a lead revision procedure. Under fluoroscopy, it was clear that the lead had perforated the heart. The lead was pulled back and a pericardial tap was performed. The lead was explanted and discarded. The patient reported to be doing well after event.

Manufacturer narrative:
No medwatch form was received.